Event description:
It was reported that during a laparoscopic chole procedure, the clips did not hold on to the cystic artery securely. Unsure which firing this took place on. Used new device of same product code to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.